Event description:
During a pvc ablation procedure, communication issues resulted in a procedural delay. The ablation catheter was inserted through an agilis sheath and into the patient. The contact force was zeroed and the catheter was located. Se data was collected, as we were able to field scale in navx mode. However, when rf therapy was attempted to be delivered, the ampere generator stated ¿catheter not found¿. The ampere was rebooted, the rf cable between ampere and tactisys was changed, and the tactisys and ampere were both changed, all with no resolution. A new tactiflex se was used which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The tip thermocouple (tct) temperature reading decreased with exposure to heat, consistent with the reported event. Further investigation revealed that the red and black tct wires were soldered to the opposite pins in the 19-pin connector, consistent with a soldering issue during manufacturing. A corrective action was initiated to address this failure mode.

Event description:
This report includes patient information.